Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to difficulty removing the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, and/or damage to the catheter or guide wire. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat the mid left anterior descending (lad) coronary artery with moderate calcification, mild tortuosity and 60% stenosis. The balance middleweight (bmw) hydro guide wire was in place and an unspecified optical coherence tomography (oct) catheter was sticking to the guide wire. The bmw hydro guide wire and oct catheter were removed from the system together as they were stuck together. A non-abbott guide wire was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.